Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is a report of an unrecoverable check heater line alarm. This condition could not be confirmed due to a lack of sample. Disconnecting and reconnecting the bag did not contribute to check heater line alarm. A root cause was not identified due to insufficient information. A batch review could not be performed since a lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem . The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a check heater line alarm which occurred on home choice (hc) during fill 1. The baxter technical service representative (tsr) explained the alarm. The care giver (cg) stated that the hp had disconnected the bag and hooked it back up. The tsr explained the supplies were compromised. The tsr assisted to end therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) was contacted on (B)(6) 2011. The hp stated that the bag they disconnected would only allow the fluid to flow out slowly and it looked liked the frangible was blocked. The hp had already discarded the bag and did not know the lot number of the bag. The hp understood that they should not reconnect the bag because of sterility issues, but did it to see if the bag was the problem. There was not patient injury or medical intervention reported.